Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2), describe event or problem (b5), in section b, adverse event or product problem and impact codes (f10 and h6), in sections f, user facility / importer report information and h, device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Correction to the initial MDR in block(s) report source (other) (g2), in section g - all manufacturers.

Event description:
It was reported that patient experienced cardiopulmonary arrest (cpa) post procedure. During a pulse field ablation procedure, a versacross rf wire and a farawave nav catheter were selected for use. The procedure was completed. Approximately two hours after returning to the room, patient experienced cpa. Extracorporeal membrane oxygenation (ECMO) was inserted. Patient's circulatory dynamics were stable, but brain function will be monitored for further observation. The effect of rocuronium was considered, but the anesthesiologist believed its impact was minimal. Since it was after pfa (pulmonary fibrosis ablation), and in this case, the number of pfas (67 times) was higher than usual, the cause could not be ruled out, but the exact cause was unknown. The device is not expected to be returned for analysis (disposed). It was further reported that there were no transseptal difficulties noted. Additionally, the number of pfa deliveries was higher than in a typical case. It appears that endotracheal intubation was performed. The hospital stay was prolonged. It appears that the patient had a poor baseline clinical condition. The physician informed that there is no problem regarding the cerebral ischemia. The patient is still in the hospital.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that patient experienced cardiopulmonary arrest (cpa) post procedure. During a pulse field ablation procedure, a versacross rf wire and a farawave nav catheter were selected for use. The procedure was completed. Approximately two hours after returning to the room, patient experienced cpa. Extracorporeal membrane oxygenation (ECMO) was inserted. Patient's circulatory dynamics were stable, but brain function will be monitored for further observation. The effect of rocuronium was considered, but the anesthesiologist believed its impact was minimal. Since it was after pfa (pulmonary fibrosis ablation), and in this case, the number of pfas (67 times) was higher than usual, the cause could not be ruled out, but the exact cause was unknown. The device is not expected to be returned for analysis (disposed).